Event description:
Related manufacturer reference number: 2017865-2021-29890. It was reported in a follow up clinic that the patient's atrial (ra) and right ventricular (rv) leads exhibited noise. The noise resulted in false episodes of high ventricular rate and caused short periods of pacing inhibition. The ra and rv leads were reprogrammed. The patient condition was unavailable.